Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, air bubbles were noted to be in the patient line tubing. The customer reported a blood glucose level of 199 (mg/dl). During troubleshooting with tandem technical support, the air bubbles were primed from the tubing. The customer completed the load process and resumed insulin.